Event description:
There was no pt involved in this event. This device malfunctioned because the device was switching itself on automatically. A device is in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in 06/2012 and performed to specification up to (B)(6) 2012. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued until (B)(6) 2013. Further manual power-ups occurred between (B)(6) 2013. When the device was disassembled for investigation it was found that the ribbon/tail of the membrane and had been folded. This resulted in the device switching itself on automatically. The membrane tail had been folded during assembly causing the latent failure. The device membrane was replaced and the unit was left at room temperature with a known good membrane and pad-pak fitted for 48 hours. The unit did not turn on or display any fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.